Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level between 400-500 (mg/dl). Correction boluses were administered to address bg levels. System check with tandem technical support indicated pump was performing as expected. Reportedly, customer has discussed pump settings with health care provider. Recommendation was made to discuss infusion site placement with health care provider.